Event description:
It was reported pump "wasn't working" and the patient's "pain was unreal". The last 4 months of the pump, the patient had "unbearable pain" and needed to take oral medication. It was also reported, the pump flipped "so many times" the patient believed "there was a problem with the line". The pump was replaced a new catheter was placed. The drug being used in the pump was hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4). Eval-conclusion: for the catheter due to unconfirmed device malfunction/issue that caused/contributed to the reportable event.